Manufacturer narrative:
The customer's glidescope video baton 2.0 large was returned to verathon for evaluation along with their glidescope go monitor used during the patient procedure. A verathon technical service representative evaluated the returned devices and was able to confirm the reported image issue. When connecting the customer's glidescope video baton 2.0 large to known, good, test verathon equipment, no image was produced. The verathon technical service representative noted visible damage to the video baton's hdmi connector. The camera image quality test was performed and failed. When connecting the customer's glidescope go monitor to known, good, test verathon equipment, the image was normal. The camera image quality test was performed and passed for the glidescope go monitor. The issue was isolated by the verathon technical service representative to only the glidescope video baton 2.0 large. Upon completion of the evaluation, the returned glidescope video baton 2.0 large was scrapped and replaced due to there being no repairs available for the device. The customer's glidescope go monitor, and replacement glidescope video baton 2.0 large were returned to the customer. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
A customer reported that during a patient procedure, using a glidescope video baton 2.0 large, the image blacked out during intubation. It was reported that the user checked the connection between the glidescope video baton 2.0 large and glidescope go monitor which was confirmed to be snug. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.